Event description:
Surgeon was about to remove the gallbladder when the inzii retrieval system bag broke and spilled contaminated contents (gallbladder) into the surgical wound. This increased the time of the surgical procedure by twenty minutes. The case was a class ii, but now its a class iii because the wound is contaminated. There is now a increased chance the patient will have a wound infection and a longer stay in the hospital.